Event description:
It was reported that the insulin pump alarmed button error and the buttons were not working properly. The customer's blood glucose was 201 mg/dl, which was treated. The customer stated that they were by the waster or heat; the customer was on vacation in the (B)(6). The customer stated that they have been in the pool and the pocket, where they placed the insulin pump, was a little damped. The customer stated that they did not have a back - up plan. The discontinuation of the device was advised. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had no button response due to corroded keypad traces. No button error alarm was noted during testing. The displacement, rewind, basic occlusion, occlusion, prime and excessive no delivery alarm tests could not be performed due to unresponsive buttons. No moisture damage was found on the electronics, motor, vibrator or battery tube assembly. The insulin pump was received with a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the display window, a cracked reservoir tube, a cracked reservoir tube window and cracked battery tube threads.